Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported the check button on the infusion device works intermittently. No adverse event was reported. The customer declined to return the infusion device for evaluation.